Event description:
A company representative reported that the patient is experiencing issues with air bubbles in the insulin cartridge of her infusion device. An attempt was made to gather additional information from the patient on (B)(6)/2009, but she was at work and did not have time. Further attempts to follow up with the patient were unsuccessful. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.